Manufacturer narrative:
(B)(4). A service history record review was performed and revealed no issues that could have caused or contributed to the reported problem. The device was not returned for evaluation; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2130 (device has delivered more than 30 ml in excess of the programmed volume) on the homechoice (hc) during dwell one of three, while the hp was connected. The hp cycled the power to clear the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.